Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard 360 tibial tray, catalog #: 185203, lot #: 502850; biomet splined knee stem, catalog #: 148315, lot #: 750640; vanguard ssk 360 femoral, catalog #: 185284, lot #: 2780388; vanguard 360 augment, catalog #: 185424, lot#: 009030, series a patella, catalog #: 184766, lot #: 085270; vanguard 360 femoral augment, catalog #: 185304, lot #: 488720; biomet 360 tibial augment, catalog #: 185223, lot #: 591280; biomet splined knee stem, catalog #: 148319, lot #: 750680; vanguard ssk tibial bearing, catalog #: 183890, lot #: 453420; biomet 360 offset adapter, catalog #: 185210, lot #: 195020; biomet 360 tibial offset adapter, catalog #: 185211, lot #: 180930; biomet 360 taper screw, catalog #: 185213, lot #: 014910; biomet unknown cement, catalog #: unk, lot #: unk. It is unknown whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01690. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent left total knee procedure. Patient was subsequently revised due to infection on an unknown date and underwent stage ii procedure. During the placement of the final components of the stage ii procedure, it was noted that the tibial tray and stem fractured.